Event description:
I got breast implants (sientra round silicone) and these things are toxic to your body. I immediately started having weird symptoms and went from 109 to 122 pounds in less than one month. I am trying to get these taken out of my body but cannot afford it. None before breast implants. One month after and I now have been diagnosed with multiple issues such as very low blood pressure to point of passing out, over 15 pound weight gain and cannot lose any weight used to be 109 pounds, inflammation all over, skin changes. I will be requesting my implants when I get them taken out so sientra cannot hide what's actually in these toxic bags. Breast implants, worst decision of my life. Do more research on how sientra needs to stop putting toxic bags in women's bodies. I was perfectly healthy before and have documentation to prove it. Reference report: mw5115483.